Event description:
During cardiopulmonary bypass, the device unexpectedly displayed an indication that suggested that the battery backup was not available. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Actual device involved in incident was evaluated. Performance tests performed. Device failure occurred and was related to event. The reported issue was confirmed by log file analysis. The gas gauge ic on the power manager board falsely detected a full battery discharge, and as a result set the full charge level to 75% of the previous value.